Event description:
It was reported that the patient experienced a past line blocked alarm that occurred. The infusion set was changed, and insulin delivery was resumed, and no kinks or site issues were observed. The patient also experienced three infusion set issues, two infusion sets did not inject correctly and did not enter the skin, and a third did not adhere upon insertion. The patient declined to insert another infusion set while on the call, stating they would complete it on their own later. The event occurred while in use with a patient and there was no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.